Event description:
Trying to insert epidural tubing into baxter pump and the plastic insert tubing that goes inside of pump was too long. Medicine had to be wasted and another tubing obtained and used.